Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2011 and suture was used. The needle detached from suture during use. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). There are marks on the needle and at the edge of the barrel. And remnant was noted inside the hole of the needle.

Manufacturer narrative:
(B)(4): the return of the product upon which this medwatch is based is not anticipated. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria.